Manufacturer narrative:
(B)(4): product analysis :visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.

Event description:
Procedure: spinal fusion it was reported that on (B)(6) 2015, intra-op, tip of the screwdriver sheared off when placing a screw. No fragments of the product remained inside the patient. There were no patient complications as a result of this event.